Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 85% stenosed and 26mm long de novo target lesion was located in the severely tortuous and severely calcified right coronary artery with a reference vessel diameter of 4mm. The lesion was predilated with a 2.5x12mm apex balloon resulting in 80% residual stenosis. A 4.0x28mm promus element stent delivery system was advanced. While attempting to cross the lesion, significant difficulty was encountered due to the severe stenosis and the stent partially dislodged from the balloon. The device was withdrawn. During withdrawal, the stent completely dislodged from the stent delivery system into the radial artery. The dislodged stent was removed using a 2.5x12mm apex balloon. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, stent damage and lumen and hypotube kinks were also noted. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the stent delivery system (sds). The stent was damaged. Struts were bunched together and struts in the middle were misaligned. The stent measure approximately 17mm in length. A small amount of tissue was present on a section of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A kink was identified in the inner and outer lumen approximately 72mm distal from the port. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. If batch is unknown use statement - the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 85% stenosed and 26mm long de novo target lesion was located in the severely tortuous and severely calcified right coronary artery with a reference vessel diameter of 4mm. The lesion was predilated with a 2.5x12mm apex balloon resulting in 80% residual stenosis. A 4.0x28mm promus element stent delivery system was advanced. While attempting to cross the lesion, significant difficulty was encountered due to the severe stenosis and the stent partially dislodged from the balloon. The device was withdrawn. During withdrawal, the stent completely dislodged from the stent delivery system into the radial artery. The dislodged stent was removed using a 2.5x12mm apex balloon. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status is stable.